Event description:
A customer reported the system would not prime and the handpiece would not irrigate during surgery. The facility tried to troubleshoot the system but was unsuccessful. A second system was brought in and the procedure was completed following a two hour delay. There was no patient harm reported.

Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unknown. (B)(4).